Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.